Manufacturer narrative:
The manufacturer was notified that the device was implanted on nov. 07, 2019. No further information was received. The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The manufacturer made several attempts to follow-up for further information, however, no further details were received. Based on the available information, it is not possible to draw a definitive conclusion regarding the reported event. The review of the device history record showed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The manufacturer attempted to follow up further on this event, but no additional information been received to date. The case will be closed at this time as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified of a serious adverse event involving a patient with a perceval pvs25 sutureless aortic heart valve. The information was as follows. On (B)(6) 2019 the patient passed away as a result of mesenteric ischemia, secondary to failed perceval bioprosthesis and iatrogenic root rupture. No further information was received including the date of implant.